Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended but were not yet reported to have been made. The patient was stable throughout.

Manufacturer narrative:
Additional information: h6: codes should reflect information of corrective programming changes made.

Event description:
New information received notes that the patient presented in-clinic. Corrective programming changes were made on (B)(6) 2022. The patient was stable throughout. The patient weight is unknown.